Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead helix broke following two extensions. The lead was exchanged to resolve the event and no adverse patient effects were reported. This ra lead has been returned for analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead helix broke following two extensions. The lead was exchanged to resolve the event and no adverse patient effects were reported. This ra lead is expected to be returned for analysis.